Event description:
The customer stated that every time the act button is pressed, the display on the insulin pump goes blank. The reported blood glucose reading was 132 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly and the motor.